Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a primary breast augmentation surgery with implantation of a 685cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain and deformity associated with the right breast. Subsequently, a medical professional diagnosed the patient with baker grade iii capsular contracture of the right breast. As a result, the patient will undergo unilateral removal on a (B)(6) 2022.

Manufacturer narrative:
On march 09, 2022, a manufacturing record evaluation was completed. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).